Event description:
It was reported that during a stenting treatment procedure stent dislodgement occurred. The patient presented with an st elevated myocardial infarction. Access was obtained via the femoral artery. Stent thrombosis was noted in the previously placed stents that were implanted in the right coronary artery (rca) which had timi 0 flow. A 2.5x12mm unspecified balloon was advanced to the lesion and inflated at high pressure along the pre-existing stents in the rca. It was noted that there was haziness and narrowing of the vessel, indicating a possible dissection. A 2.5x12mm non-compliant balloon was then advanced to the lesion and multiple inflations were performed at 22-25atms. The physician attempted to deploy a 2.25x12mm ion stent delivery system (sds) in the lesion; however, the stent dislodged from the sds and was partially hanging out of the proximal rca. The physician attempted to re-introduce the stent delivery balloon into the dislodged stent, but was unsuccessful. The sds was removed and a 1.5x12mm balloon was advanced, but the device was unable to be introduced into the stent. It was noted that while attempting to advance the 1.5x12mm balloon, the dislodged stent was pushed into the proximal rca within the previously placed stents. The balloon was removed from the patient and a choice pt guide wire was advanced through the dislodged stent. A new 1.5x12mm balloon catheter was then advanced into the dislodged stent and inflated, deploying the stent in the lesion. A 2.5x12mm balloon catheter was advanced and multiple inflations were performed in the deployed stent. Final angiograms were obtained and it was noted that they were satisfactory. The 2.5x12mm balloon was then inflated just distal to the deployed ion stent for one minute. Further angiograms were obtained and the physician was satisfied with the results. The procedure was successfully completed at this point with 0% residual stenosis and timi 3 flow. No additional patient complications were reported and the patient's current condition is fine.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).